Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected off no power, no low battery or weak battery noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, numbers scrolling up, stuck buttons or frozen display noted during our testing. The insulin pump had cracked cast at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not working. The blood glucose reading is 230 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.